Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04396. It was reported that partial stent deployment occurred resulting in a fractured stent. A .035 non bsc wire was initially used in the left common artery and over the bifurcation in the right superficial femoral artery (sfa) and popliteal. The sfa was severely calcified so a victory 18 wire was used to access through the occlusion. The victory wire was exchanged for a v18 wire and the lesion was then predilated with a sterling sl 4x150 x150mm balloon catheter. A 2.4mm jetstream® atherectomy catheter was prepared over a thruway guidewire. The jetstream® was unable to remove much calcium and drilling slowed down then stopped. The device was put in rex mode and removed from the patient. The physician then elected to implant a 6x150x130mm eluvia¿ drug-eluting stent via a contralateral approach over the v18 guidewire. The deployment was performed very slowly, however many 'clicks' were required of the thumbwheel before the stent started to deploy. The pull grip was then pulled to deploy the remainder of the stent but a ¿snap¿ was felt as the pull grip was being retracted. At this point the pull grip and thumbwheel were no longer effective in deploying the stent. The surgeon then pulled the stent delivery system backwards to remove the system, however, this was difficult as the stent was partially deployed. As a result this caused an acute elongation of the stent and a possible fracture. The physician believed the stent had fractured into two pieces and the distal part of the stent remained in the sfa/popliteal artery and the upper proximal part in common femoral. Imaging was reviewed by the surgeon and elongation was clearly visible in the mid-section of the stent. The stent delivery system was removed and the procedure was completed with 3 non bsc stents implanted within and to the side of the fractured eluvia stent. Post dilation was performed and no further patient complications were reported. The patient status post procedure was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer sheath showed severe damage in the form of numerous kinks. The mid-shaft, proximal inner and the inner liner were all pulled and separated from the device. The inner liner was kinked approximately 17.5cm from the tip and also 16cm from the proximal end. There was also tip damage of strut marks from the stent. The pull rack was loose inside of the handle which is indicative of the mid-shaft and the remainder of the components being separated from the retainer and handle. The stent was not returned in the device. Quality and research engineering viewed the device and found no additional damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-04396. It was reported that partial stent deployment occurred resulting in a fractured stent. A .035 non bsc wire was initially used in the left common artery and over the bifurcation in the right superficial femoral artery (sfa) and popliteal. The sfa was severely calcified so a victory 18 wire was used to access through the occlusion. The victory wire was exchanged for a v18 wire and the lesion was then predilated with a sterling sl 4x150 x150mm balloon catheter. A 2.4mm jetstream atherectomy catheter was prepared over a thruway guidewire. The jetstream was unable to remove much calcium and drilling slowed down then stopped. The device was put in rex mode and removed from the patient. The physician then elected to implant a 6x150x130mm eluvia drug-eluting stent via a contralateral approach over the v18 guidewire. The deployment was performed very slowly, however many 'clicks' were required of the thumbwheel before the stent started to deploy. The pull grip was then pulled to deploy the remainder of the stent but a "snap" was felt as the pull grip was being retracted. At this point the pull grip and thumbwheel were no longer effective in deploying the stent. The surgeon then pulled the stent delivery system backwards to remove the system, however, this was difficult as the stent was partially deployed. As a result this caused an acute elongation of the stent and a possible fracture. The physician believed the stent had fractured into two pieces and the distal part of the stent remained in the sfa/popliteal artery and the upper proximal part in common femoral. Imaging was reviewed by the surgeon and elongation was clearly visible in the mid-section of the stent. The stent delivery system was removed and the procedure was completed with 3 non bsc stents implanted within and to the side of the fractured eluvia stent. Post dilation was performed and no further patient complications were reported. The patient status post procedure was stable. This product is only ous approved but it is similar to an approved us device.